Event description:
A distributor reported that a customer in sweden received an alarm 20 notification on their pump, which was confirmed by checking the pump history. The issue occurred during the loading process, and the on-screen instructions were followed correctly. Despite loading a second cartridge with the proper technique, the alarm recurred, leading to the decision to replace the pump. There was no reported impact on the customer's blood glucose level at the time of the event. The customer was informed of the replacement and agreed to return the problematic pump using a pre-paid label and return box, although the customer declined to share details about their backup therapy.